Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of the user. The device was in use with patient. Reporter stated the device cannula became kinked during use. Customer applied a new set to correct issue. No permanent adverse effects reported.